Event description:
It was reported that during a da vinci si myomectomy procedure the jaws of the pk dissecting forceps instrument would not align. The procedure was successfully completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering observed one grip being bent, causing side to side misalignment of grips. There is a .094 offset at the tips, indicating overloading at the tip. Electrical continuity passed. Additional finding revealed a broken pitch cable. The pitch cable is broken at the distal clevis hub. The cable segment that contains the crimp is still installed in the clevis. The clevis does not exhibit any damage or wear marks. The instrument has 8 uses left. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.